Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. The reported shaft break was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported/noted difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that while unpacking the 3.0x12 mm xience prime rx stent delivery system it was noted that the proximal shaft was broken but not separated. The proximal shaft remains in one piece; however, it is barely connected. No resistance was noted during removal of the sds from the dispenser hoop. The device was not used and there was no patient involvement. An unspecified device was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.